Event description:
It was reported that high capture thresholds were observed on the right ventricular lead. The patient presented to the operating room for lead revision and loss of capture was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.